Event description:
It was reported that the instrument did not work during a surgical operation. Surgery delayed due to product over 1 hour.

Manufacturer narrative:
This report will be amended when our investigation is complete.